Manufacturer narrative:
Biomérieux internal investigation was conducted. The gram-negative (gn) knowledge base uses seven (7) tests (dcel, h2s, bglu, proa, 5kg, glya, llata) to separate citrobacter freundii from pantoea species. Five (5) of these tests are negative for pantoea spp. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain, raw data or lab reports it is not possible to further evaluate the cause of the reported misidentification. Evaluation of the manufacturing qc batch records for vitek® 2 gn ID test kit lot 241349140 indicates the lot passed on initial qc performance testing. There were no issues observed. As no isolates, raw data or lab reports were submitted by the customer, it is not possible to further investigate the cause of the misidentifications. The investigation concluded there is no evidence to suggest the vitek® 2 gn ID card is not performing as intended.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a discrepant organism identification in association with the vitek 2 gram-negative (gn) identification (ID) test kit. Citrobacter was misidentified as pantoea. Culture submittal was requested by biomerieux for internal investigation. The organism is no longer available; isolate submittal is not possible. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. An internal biomerieux investigation will be initiated.